Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008k2 hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed. No system issues were identified during the on-site evaluation. Functional testing performed by the res confirmed that the unit was operating properly. No malfunction of the 2008k2 hd machine observed or identified during the on-site evaluation. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the in-progress and final qc testing results were within specification. The investigation into the cause of the reported problem was not able to confirm the failure mode. The issue of saline bag backfill was not able to be duplicated during the on-site evaluation. Therefore, the complaint has been deemed not confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported a saline bag backfilled during a patient¿s treatment on a 2008k2 hemodialysis (hd) machine and the conductivity went up to 17 ms/cm. Further follow-up information was provided by the facility¿s clinic manager who stated that a patient was connected to the machine and as soon as the patient¿s blood got to the dialyzer, the machine alarmed for both high and low conductivity. The staff reset the alarm, but shortly after, the machine alarmed again for conductivity. At this time, it was approximately 10 minutes into treatment when the clinic manager noticed that the 400ml saline bag was full of air, looking as though it was about to pop. There was no blood observed inside of the saline bag. The patient was removed from the machine and put on another machine. There was no blood loss as all of the patient¿ blood was returned using a new saline bag prior to being transferred to another machine. The patient was set up with new supplies and was able to successfully complete a full treatment and did not experience any adverse reactions or complications. The clinic manager stated that the saline line had been double-clamped. The staff did not notice saline bag backfill prior to the start of treatment. There were no damage or defects noticed to the saline bag, the bloodlines, or the dialyzer prior to or following the incident. The clinic manager was unaware of any filling programs or any other alarms occurring on the machine prior to or during treatment. The machine had passed all tests prior to the treatment. Reportedly, there were no other machines at the facility that were alarming for conductivity on the day of the treatment in question and there were no other malfunctions noted. All hd machines have had the cbe upgrades completed as of (B)(4) 2016. Following the event, the 2008k2 hd machine was pulled from service for evaluation. A fresenius regional equipment specialist (res) performed an on-site evaluation of the machine. The res checked for proper placement of the air separator adapter board and confirmed there were no leaks or operating issues. The res could not duplicate the issue and confirmed that the unit was operating properly. The unit has been returned to service at the user facility without a recurrence of the reported event.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported a saline bag backfilled during a patient¿s treatment on a 2008k2 hemodialysis (hd) machine and the conductivity went up to 17 ms/cm. Further follow-up information was provided by the facility¿s clinic manager who stated that a patient was connected to the machine and as soon as the patient¿s blood got to the dialyzer, the machine alarmed for both high and low conductivity. The staff reset the alarm, but shortly after, the machine alarmed again for conductivity. At this time, it was approximately 10 minutes into treatment when the clinic manager noticed that the 400ml saline bag was full of air, looking as though it was about to pop. There was no blood observed inside of the saline bag. The patient was removed from the machine and put on another machine. There was no blood loss as all of the patient¿ blood was returned using a new saline bag prior to being transferred to another machine. The patient was set up with new supplies and was able to successfully complete a full treatment and did not experience any adverse reactions or complications. The clinic manager stated that the saline line had been double-clamped. The staff did not notice saline bag backfill prior to the start of treatment. There were no damage or defects noticed to the saline bag, the bloodlines, or the dialyzer prior to or following the incident. The clinic manager was unaware of any filling programs or any other alarms occurring on the machine prior to or during treatment. The machine had passed all tests prior to the treatment. Reportedly, there were no other machines at the facility that were alarming for conductivity on the day of the treatment in question and there were no other malfunctions noted. All hd machines have had the cbe upgrades completed as of 5/18/16. Following the event, the 2008k2 hd machine was pulled from service for evaluation. A fresenius regional equipment specialist (res) performed an on-site evaluation of the machine. The res checked for proper placement of the air separator adapter board and confirmed there were no leaks or operating issues. The res could not duplicate the issue and confirmed that the unit was operating properly. The unit has been returned to service at the user facility without a recurrence of the reported event.